Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 250 mg/dl, and the meter bg reading was 59 mg/dl. Reportedly, the cause of the bg level of 59 (mg/dl) was due to delivering insulin based on the inaccurate reading. Glucose tablets and milk was consumed to address bg level. Insulin delivery was resumed. No additional patient or event information was available. A replacement sensor was sent to the customer.